Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, but the device did not produce sound. The rse determined that the speaker assembly needed to be replaced. The customer ordered a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. H3 other text: device not returned.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone (B)(6). E1: reporter phone (B)(6).

Event description:
The customer reported a speaker malfunction. No sound was coming from the device. Patient involvement is unknown. There was no report of patient or user harm.